Event description:
It was reported that post sensed t wave oversensing was observed. Programming was recommended. It was later noted that the programming changes will be made on the next follow-up sometime in august. The patient condition was stable.